Event description:
Facility technician reported a fire coming from a system 1000 hemodialysis machine at the main power switch. The machine was in self-test before a patient was put on the device. The machine was unplugged and taken out of service. There was no injury or medical intervention associated with this incident.